Event description:
The MFR's rep reported that the proximal piece of the catheter was replaced during surgery to "relocate" the pump due to infection. During the surgery, the distal portion was clamp, not aspirated. The wound was closed before the distal catheter was cleared of drug. The pt was programmed to receive 17 mg/day. At the programmed rate, the pt would receive the drug for 5.1 hrs, then no drug for 2.9 hrs. A follow-up report will be sent if additional info becomes available.